Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medwatch initial reporter phone number was provided as "(B)(6)."

Event description:
The customer stated that they received erroneous results for one patient sample tested for troponin t hs (high sensitive) stat (short turn around time) - tnt-hsst. It was also stated that the customer had a similar issue in (B)(6) where a positive sample was reported as negative. No further information was provided with regards to the issue in (B)(6). The serum tube of the sample initially resulted as <3.00 pg/ml accompanied by a data flag and this result was reported outside of the laboratory. The plasma tube of the sample was repeated, resulting as 7.12 pg/ml. The plasma tube was repeated a second time, resulting as 7.14 pg/ml. The serum tube was repeated on (B)(6) 2016, resulting as 5.25 pg/ml. The heparin tube of the sample was also repeated on (B)(6) 2016, resulting as 4.15 pg/ml. The initial result of <3.00 pg/ml accompanied by a data flag was not corrected since the pathologist believed that the measured results are not of clinical significance. The patient was not adversely affected. The tnt-hsst reagent lot number was 187548, with an expiration date of 12/31/2016. The pinch tubing was replaced by a service representative and it was found that one of the tubes was pinched. It was also noted that the rubber holders on the sample disc were old and weak. The holders were later replaced. Controls were run after replacement of the tubing and these were within specification. A precision study was performed on the instrument and the results were reproducible. A specific root cause could not be determined based on the provided information. It was found that the clotting time used for the serum tube was too short, which may lead to micro clots during preparation of the sample.